Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2012, a mitral valve replacement was performed and this 27 mm sjm epic mitral valve was implanted. On (B)(6) 2016, a valve-in-valve procedure was performed due to a presumed tear in one cusp of the epic valve. A 26 mm tavi valve from another manufacturer was implanted. The patient was discharged on (B)(6) 2016.